Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable inr result from their coaguchek xs plus meter compared to an unknown laboratory method. The serial number for the coaguchek xs plus meter was requested but was not provided. The specific date of the event was not known. The result from the meter was 6.3 inr. Immediately following from a venous sample the laboratory result was 4.8 inr. The customer believes that the patient was admitted to the hospital for 2 days and upon their release, they had a result from the meter of 1.1 inr. The patient had their medication changed based on the meter result. The customer also mentioned a result of 1.8 inr that occurred two days after the medication change, but it was not known if the result was from the meter or a laboratory method. There was no allegation of an adverse event. The investigation is currently ongoing.

Manufacturer narrative:
Retention test strips (304972) were tested in comparison to masterlot #286321-80 (re- calibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field h9- correction/removal report no.